Manufacturer narrative:
Rospective pregnancy case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain/pain/pelvia rea pain"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)/abnormal bleeding (vaginal, menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)/abnormal bleeding (vaginal, menorrhagia)"), abortion spontaneous ("miscarriage/miscarriage"), pregnancy with contraceptive device ("postimplant pregnancy/pregnancy") and dysmenorrhoea ("dysmenorrhea (cramping)/dysmenorrhea (cramping)") in a 36-year-old female patient (gravida 5, para 1) who had essure (ess205) (batch no. 12264144) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's past medical history included recurrent abortion, gravida on (B)(6) 2004, polycystic ovaries, arthritis, depression, pregnancy induced hypertension, multigravida and parity 1 ((B)(6) 2004). Concurrent conditions included hypothyroidism, smoker and morbid obesity. Family history included thyroid disorder (maternal grandmother), diabetes (father), hypertension (mother) and cancer (maternal grandfather and maternal grandmother). Concomitant products included levothyroxine sodium (synthroid) for hypothyroidism. On (B)(6) 2004, the patient had essure (ess205) inserted. On (B)(6) 2006, 1 year 5 months after insertion of essure (ess205), the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant). On (B)(6) 2006, the patient experienced cystitis ("bladder infection/infection: bladder/urinary tract/vaginal)"), urinary tract infection ("urinary tract infection/infection: bladder/urinary tract/vaginal)"), vaginal infection ("vaginal infection/infection: bladder/urinary tract/vaginal)"), bladder disorder ("bladder problems/bladder or urinary problems or changes"), urinary tract disorder ("urinary problems/bladder or urinary problems or changes"), dyspareunia ("dyspareunia (painful sexual intercourse)/dyspareunia (painful sexual intercourse)") and tooth fracture ("dental problems teeth started breaking ended up with false teeth"). On (B)(6) 2006, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required) and dysmenorrhoea (seriousness criteria medically significant and intervention required). On (B)(6) 2006, the patient experienced anxiety ("psychological or psychiatric problems: depression and mental anguish/anxiety") and depression ("psychological or psychiatric problems: depression and mental anguish/anxiety"). In 2016, the patient experienced abortion spontaneous (seriousness criterion medically significant). On an unknown date, the patient experienced menstrual disorder ("persistent menstruation issues") and female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). Last menstrual period and estimated date of delivery were not provided. The patient had essure (ess205) in place during the first trimester of pregnancy. The patient was treated with surgery (total hysterectomy), surgery (total hysterectomy), surgery (total hysterectomy), surgery (suction dilatation and curettage), surgery (total hysterectomy) and alternative therapy (false teeth). Essure (ess205) was removed on (B)(6) 2006. At the time of the report, the pelvic pain, menorrhagia, vaginal haemorrhage, dysmenorrhoea, cystitis, urinary tract infection, bladder disorder, urinary tract disorder, dyspareunia, tooth fracture and female sexual dysfunction had not resolved and the abortion spontaneous, pregnancy with contraceptive device, menstrual disorder, vaginal infection, anxiety and depression outcome was unknown. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abortion spontaneous, anxiety, bladder disorder, cystitis, depression, dysmenorrhoea, dyspareunia, female sexual dysfunction, menorrhagia, menstrual disorder, pelvic pain, pregnancy with contraceptive device, tooth fracture, urinary tract disorder, urinary tract infection, vaginal haemorrhage and vaginal infection to be related to essure (ess205). The reporter commented: (B)(6) 2004: pre and post-operative diagnosis: undesired fertility. Operation: vaginal tubal occlusion utilizing the essure device. Findings: there was still quite a bit of tissue present in the uterus. The uterus was about 8 weeks' size. She is 6 weeks postpartum. On the left side, 3 coils were left inside in the uterus and on the right side, 5. (B)(6) 2006: surgical path report: pre/post op diagnosis: missed abortion. Products of conception: immature chorionic villi, decidual tissue and gestional endometrium consistent with products of conception. (B)(6) 2006: post-operative diagnosis: missed abortion. Procedure: suction dilatation and curettage.the patient tolerated the procedure well and went to the recovery room in stable condition. (B)(6) 2006: pre and post-operative diagnosis: menorrhagia and dysmenorrhea. Total vaginal hysterectomy was performed. Findings: approximately 90-g uterus, and cervix at 0 stations. Discrepancy noted in essure removal information (did not remove is reported in current follow up) diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2005: essure device was successfully occluded pregnancy test - on (B)(6) 2006: positive ultrasound scan - on an unknown date: intrauterine pregnancy, no cardiac activity. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: pregnancy, menorrhagia and dysmenorrhea. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 2-oct-2018: pfs received: new events: depression and anxiety added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Rospective pregnancy case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain/pain/pelvic area pain"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)/abnormal bleeding (vaginal, menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)/abnormal bleeding (vaginal, menorrhagia)"), abortion spontaneous ("miscarriage/miscarriage"), pregnancy with contraceptive device ("postimplant pregnancy/pregnancy") and dysmenorrhoea ("dysmenorrhea (cramping)/dysmenorrhea (cramping)") in a 36-year-old female patient (gravida 5, para 1) who had essure (ess205) (batch no. 12264144) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's past medical history included recurrent abortion, gravida on (B)(6) 2004, polycystic ovaries, arthritis, depression, pregnancy induced hypertension, multigravida and parity 1 ((B)(6) 2004). Concurrent conditions included hypothyroidism, smoker and morbid obesity. Family history included thyroid disorder (maternal grandmother), diabetes (father), hypertension (mother) and cancer (maternal grandfather and maternal grandmother). Concomitant products included levothyroxine sodium (synthroid) for hypothyroidism. On (B)(6) 2004, the patient had essure (ess205) inserted. In 2006, the patient experienced cystitis ("bladder infection/infection: bladder/urinary tract/vaginal)"), urinary tract infection ("urinary tract infection/infection: bladder/urinary tract/vaginal)"), vaginal infection ("vaginal infection/infection: bladder/urinary tract/vaginal)"), bladder disorder ("bladder problems/bladder or urinary problems or changes") and urinary tract disorder ("urinary problems/bladder or urinary problems or changes"). On (B)(6) 2006, 1 year 7 months after insertion of essure (ess205), the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required) and dysmenorrhoea (seriousness criteria medically significant and intervention required). In 2016, the patient experienced abortion spontaneous (seriousness criterion medically significant) and pregnancy with contraceptive device (seriousness criterion medically significant). On an unknown date, the patient experienced menstrual disorder ("persistent menstruation issues"), dyspareunia ("dyspareunia (painful sexual intercourse)/dyspareunia (painful sexual intercourse)"), tooth fracture ("dental problems teeth started breaking ended up with false teeth") and female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). Last menstrual period and estimated date of delivery were not provided. The patient had essure (ess205) during the first trimester of pregnancy. The patient was treated with surgery (total hysterectomy), surgery (total hysterectomy), surgery (total hysterectomy), surgery (suction dilatation and curettage), surgery (total hysterectomy) and alternative therapy (false teeth). Essure (ess205) was removed on (B)(6) 2006. At the time of the report, the pelvic pain, menorrhagia, vaginal haemorrhage, dysmenorrhoea, cystitis, urinary tract infection, bladder disorder, urinary tract disorder, dyspareunia, tooth fracture and female sexual dysfunction had not resolved and the abortion spontaneous, pregnancy with contraceptive device, menstrual disorder and vaginal infection outcome was unknown. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abortion spontaneous, bladder disorder, cystitis, dysmenorrhoea, dyspareunia, female sexual dysfunction, menorrhagia, menstrual disorder, pelvic pain, pregnancy with contraceptive device, tooth fracture, urinary tract disorder, urinary tract infection, vaginal haemorrhage and vaginal infection to be related to essure (ess205). The reporter commented: (B)(6) 2004: pre and post-operative diagnosis: undesired fertility. Operation: vaginal tubal occlusion utilizing the essure device. Findings: there was still quite a bit of tissue present in the uterus. The uterus was about 8 weeks' size. She is 6 weeks postpartum. On the left side, 3 coils were left inside in the uterus and on the right side, 5. (B)(6) 2006: surgical path report: pre/post op diagnosis: missed abortion. Products of conception: immature chorionic villi, decidual tissue and gestational endometrium consistent with products of conception. (B)(6) 2006: post-operative diagnosis: missed abortion. Procedure: suction dilatation and curettage. The patient tolerated the procedure well and went to the recovery room in stable condition. (B)(6) 2006: pre and post-operative diagnosis: menorrhagia and dysmenorrhea. Total vaginal hysterectomy was performed. Findings: approximately 90-g uterus, and cervix at 0 stations. Discrepancy noted in essure removal information (did not remove is reported in current follow up). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2005: essure device was successfully occluded. Pregnancy test - on (B)(6) 2006: positive. Ultrasound scan - on an unknown date: intrauterine pregnancy, no cardiac activity. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: pregnancy, menorrhagia and dysmenorrhea. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 14-aug-2018: quality-safety evaluation of ptc(product technical complaint). Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain/pain/pelvia rea pain"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)/abnormal bleeding (vaginal, menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)/abnormal bleeding (vaginal, menorrhagia)"), abortion spontaneous ("miscarriage/miscarriage"), pregnancy with contraceptive device ("postimplant pregnancy/pregnancy") and dysmenorrhoea ("dysmenorrhea (cramping)/dysmenorrhea (cramping)") in a 36-year-old female patient (gravida 5, para 1) who had essure (ess205) (batch no. 12264144) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's past medical history included recurrent abortion, gravida on (B)(6) 2004, polycystic ovaries, arthritis, depression, pregnancy induced hypertension, multigravida and parity 1 ((B)(6) 2004). Concurrent conditions included hypothyroidism, smoker and morbid obesity. Family history included thyroid disorder (maternal grandmother), diabetes (father), hypertension (mother) and cancer (maternal grandfather and maternal grandmother). Concomitant products included levothyroxine sodium (synthroid) for hypothyroidism. On (B)(6) 2004, the patient had essure (ess205) inserted. In 2006, the patient experienced cystitis ("bladder infection/infection: bladder/urinary tract/vaginal)"), urinary tract infection ("urinary tract infection/infection: bladder/urinary tract/vaginal)"), vaginal infection ("vaginal infection/infection: bladder/urinary tract/vaginal)"), bladder disorder ("bladder problems/bladder or urinary problems or changes") and urinary tract disorder ("urinary problems/bladder or urinary problems or changes"). On (B)(6) 2006, 1 year 7 months after insertion of essure (ess205), the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required) and dysmenorrhoea (seriousness criteria medically significant and intervention required). In 2016, the patient experienced abortion spontaneous (seriousness criterion medically significant) and pregnancy with contraceptive device (seriousness criterion medically significant). On an unknown date, the patient experienced menstrual disorder ("persistent menstruation issues"), dyspareunia ("dyspareunia (painful sexual intercourse)/dyspareunia (painful sexual intercourse)"), tooth fracture ("dental problems teeth started breaking ended up with false teeth") and female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). Last menstrual period and estimated date of delivery were not provided. The patient had essure (ess205) in place during the first trimester of pregnancy. The patient was treated with surgery (total hysterectomy), surgery (total hysterectomy), surgery (total hysterectomy), surgery (suction dilatation and curettage), surgery (total hysterectomy) and alternative therapy (false teeth). Essure (ess205) was removed on (B)(6) 2006. At the time of the report, the pelvic pain, menorrhagia, vaginal haemorrhage, dysmenorrhoea, cystitis, urinary tract infection, bladder disorder, urinary tract disorder, dyspareunia, tooth fracture and female sexual dysfunction had not resolved and the abortion spontaneous, pregnancy with contraceptive device, menstrual disorder and vaginal infection outcome was unknown. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abortion spontaneous, bladder disorder, cystitis, dysmenorrhoea, dyspareunia, female sexual dysfunction, menorrhagia, menstrual disorder, pelvic pain, pregnancy with contraceptive device, tooth fracture, urinary tract disorder, urinary tract infection, vaginal haemorrhage and vaginal infection to be related to essure (ess205). The reporter commented: (B)(6) 2004: pre and post-operative diagnosis: undesired fertility. Operation: vaginal tubal occlusion utilizing the essure device. Findings: there was still quite a bit of tissue present in the uterus. The uterus was about 8 weeks' size. She is 6 weeks postpartum. On the left side, 3 coils were left inside in the uterus and on the right side, 5. (B)(6) 2006: surgical path report: pre/post op diagnosis: missed abortion. Products of conception: immature chorionic villi, decidual tissue and gestional endometrium consistent with products of conception. (B)(6) -2006: post-operative diagnosis: missed abortion. Procedure: suction dilatation and curettage. The patient tolerated the procedure well and went to the recovery room in stable condition. (B)(6) 2006: pre and post-operative diagnosis: menorrhagia and dysmenorrhea. Total vaginal hysterectomy was performed. Findings: approximately 90-g uterus, and cervix at 0 stations. Discrepancy noted in essure removal information (did not remove is reported in current follow up). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2005: essure device was successfully occluded. Pregnancy test - on(B)(6) 2006: positive. Ultrasound scan - on an unknown date: intrauterine pregnancy, no cardiac activity. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: pregnancy, menorrhagia and dysmenorrhea. Most recent follow-up information incorporated above includes: on 3-jul-2018: pfs received. Event apareunia was added. Event verbatim dental problem was updated to dental problems - teeth started breaking ended up with false teeth tooth fracture. Laboratory data was updated. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), abortion spontaneous ("miscarriage"), pregnancy with contraceptive device ("postimplant pregnancy") and dysmenorrhoea ("dysmenorrhea (cramping)") in a 36-year-old female patient who had essure (ess205) (batch no. 12264144) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's past medical history included recurrent abortion, vaginal delivery on (B)(6) 2004, polycystic ovaries, arthritis, depression and pregnancy induced hypertension. Concurrent conditions included hypothyroidism, smoker and morbid obesity. Family history included thyroid disorder (maternal grandmother), diabetes (father), hypertension (mother) and cancer (maternal grandfather and maternal grandmother). Concomitant products included levothyroxine sodium (synthroid) for hypothyroidism. On (B)(6) 2004, the patient had essure (ess205) inserted. On (B)(6) 2006, 1 year 7 months after insertion of essure (ess205), the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required) and dysmenorrhoea (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced abortion spontaneous (seriousness criterion medically significant), pregnancy with contraceptive device (seriousness criterion medically significant), menstrual disorder ("persistent menstruation issues"), cystitis ("bladder infection"), urinary tract infection ("urinary tract infection"), vaginal infection ("vaginal infection"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems"), tooth disorder ("dental problems") and dyspareunia ("dyspareunia (painful sexual intercourse)"). Last menstrual period and estimated date of delivery were not provided. The patient had essure (ess205) in place during the first trimester of pregnancy. The patient was treated with surgery (total hysterectomy) and surgery (suction dilatation and curettage). Essure (ess205) was removed on (B)(6) 2006. At the time of the report, the pelvic pain, menorrhagia, vaginal haemorrhage, abortion spontaneous, pregnancy with contraceptive device, menstrual disorder, dysmenorrhoea, cystitis, urinary tract infection, vaginal infection, bladder disorder, urinary tract disorder, tooth disorder and dyspareunia outcome was unknown. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abortion spontaneous, bladder disorder, cystitis, dysmenorrhoea, dyspareunia, menorrhagia, menstrual disorder, pelvic pain, pregnancy with contraceptive device, tooth disorder, urinary tract disorder, urinary tract infection, vaginal haemorrhage and vaginal infection to be related to essure (ess205). The reporter commented: (B)(6) 2004: pre and post-operative diagnosis: undesired fertility. Operation: vaginal tubal occlusion utilizing the essure device. Findings: there was still quite a bit of tissue present in the uterus. The uterus was about 8 weeks' size. She is 6 weeks postpartum. On the left side, 3 coils were left inside in the uterus and on the right side, 5. (B)(6) 2006: surgical path report: pre/post op diagnosis: missed abortion. Products of conception: immature chorionic villi, decidual tissue and gestional endometrium consistent with products of conception. (B)(6) 2006: post-operative diagnosis: missed abortion. Procedure: suction dilatation and curettage. The patient tolerated the procedure well and went to the recovery room in stable condition. (B)(6) 2006: pre and post-operative diagnosis: menorrhagia and dysmenorrhea. Total vaginal hysterectomy was performed. Findings: approximately 90-g uterus, and cervix at 0 stations. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2005: essure device was successfully occluded ultrasound scan - on an unknown date: intrauterine pregnancy, no cardiac activity. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: pregnancy, menorrhagia and dysmenorrhea. Most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet was received and the following information were provided: patient demographic details provided; essure model was changed, insertion date was updated from (B)(6) 2014 to (B)(6) 2004, removal date and lot number 12264144 added; abnormal bleeding (vaginal, menorrhagia), dysmenorrhea (cramping), bladder infection, urinary tract infection, vaginal infection, bladder problems, urinary problems, dental problems and dyspareunia (painful sexual intercourse) were added as event. Medical records were also received and the following information was provided: details of insertion procedure, dilation and curettage and removal procedure. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain"), abortion spontaneous ("miscarriage") and pregnancy with contraceptive device ("postimplant pregnancy") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abortion spontaneous (seriousness criterion medically significant), pregnancy with contraceptive device (seriousness criterion medically significant) and menstrual disorder ("persistent menstruation issues"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with surgery (she underwent a total hysterectomy due to complications from the essure device). Essure was removed. At the time of the report, the pelvic pain, abortion spontaneous, pregnancy with contraceptive device and menstrual disorder outcome was unknown. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abortion spontaneous, menstrual disorder, pelvic pain and pregnancy with contraceptive device to be related to essure. The reporter commented: plaintiff underwent a total hysterectomy due to complications from the essure device. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2005: essure device was successfully occluded. Company causality comment: incident~ no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.